Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿percutaneous transhepatic approach for cryoballoon pulmonary vein isolation in a patient with persistent atrial fibrillation and interruption of the inferior vena cava.¿ heart rhythm case reports. 2018; 4 (8): 332-335. Doi: 10.1016/j.hrcr.2018.01.012. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complication during the use of a cryoballoon ablation catheter/ steerable sheath: there was one patient who developed bilateral knee and bilateral elbow swelling, joint stiffness, reduced range of motion and pain, 16 days after the "percutaneous transhepatic approach" for ablation procedure. According to the article, "the patient was diagnosed with reactive arthritis with peripheral eosinophilia requiring arthrocentesis of bilateral knees, with straw-colored clear fluid removed. Markers for inflammation were elevated, including c-reactive protein." The patient was treated ¿conservatively¿ with medication and the symptoms and inflammation resolved. Of note, 90 days after the procedure, there were no further evidence of any complications/atrial arrhythmias. The status/location of the cryoablation catheter/sheath is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who indicated that the "knee effusion" was unrelated to the cryoballoon, and "was likely related to the collagen vascular plug used after the procedure itself." No further intervention was needed and the patient is doing "well." No further information was provided.